Manufacturer narrative:
The oad was returned to csi. The fractured guide wire section was not engaged in the oad. The guide wire core was fractured located 2.5cm from the proximal spring tip solder bond with the proximal section not returned for analysis. Scanning electron microscopy analysis of the fracture face was inconclusive. Review of the procedural images provided by the facility revealed evidence of rotational wear on the surface of the wire near the fracture site. Excessive wear can occur due to excessive tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent shape. The cause of the reported event was unable to be determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a slightly tortuous, severely calcified, 99% stenosed left circumflex artery (lcx). Glideassist was activated to cross the lesion, however, was unsuccessful. A treatment via antegrade approach was performed. During the third treatment on low speed, the viperwire advance guidewire was observed to be fractured. The fractured guide wire was removed using a workhorse wire. The patient was stable with no consequences.